Event description:
It was reported the customer received a motor error alarm during a basal rate. Customer's blood glucose was 140 mg/dl. The customer could not recall any significant events leading to the alarm. Customer stated they were able to complete the rewind sequence on their insulin pump. It was also found the customer had a lost sensor alert with their sensor. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
The insulin pump alarmed a33 during basic occlusion test due to faulty force sensor resistor. Unable to verify lost sensor alarm, meter blood glucose now and meter blood glucose by alarm or motor error alarm due to a33 alarm. The motor passed motor test. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.